Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Based on the failure mode, probable cause, risk assessment, labeling review and trend review of this incident, no deficiency has been identified in design, manufacturing, or labeling of the product(s) in question. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(4). Applications support manager communicated with the surgeon and he reported that normal flap settings on virgin eyes work perfectly fine. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that surgeon used intralase laser to create a pocket in patient¿s right cornea to insert an inlay device and later on top of that did a flap procedure that resulted in a vertical gas breakthrough (vgb) in the inferior temporal area. This resulted in a incomplete flap. At that point surgeon re-attempted the flap procedure and a suction loss while laser firing occurred. The procedure was aborted, flap was not lifted and excimer laser treatment was not done. Flap settings (meaning diameter and flap thickness) used: 110 flap thickness / 8.5 flap diameter. Uncorrected visual acuity day 1: 20/25. This report is for the event of vertical gas breakthrough that resulted in a incomplete flap. A separate report is being submitted for the event of suction loss while laser firing.